Event description:
It was reported that shortly after implantation, this right ventricular (rv) lead was observed to be exhibiting t-wave oversensing. The physician determined the oversensing was possibly due to lead placement issue. A lead revision was performed, the rv lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported.